Event description:
It was reported that there was an issue with the touchscreen responsiveness of a pump, as it required several taps or took longer than expected to respond. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on how the pump prioritizes tasks and was given tips for better interaction with the screen. The caller understood the explanation and requested a replacement due to the issue occurring frequently.